Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous proximal and middle segment of the anterior descending artery. An unspecified stent was implanted and post dilatation was going to be performed with the 2.75x8 mm nc trek balloon dilatation catheter (bdc). When the device was opened, it was noted that the shaft of the device was separated. A new same size nc trek bdc was used to complete the procedure. There were no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.